Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, there was a broken wire visible inside the lead body. The lead measured open at channel 7. All other channels measured within specifications. The allegation of pain at the ipg site could not be investigated based on the products returned for analysis. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system for pain in both legs including a surgical lead on (B)(6) 2007. It was reported that she was not receiving effective therapy relief. In addition, it was alleged that the pt was experiencing pain at the ipg site. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken to replace the pt's lead. Follow-up on this matter found that effective stimulation was recaptured for the pt as a result of the procedure. In addition, the painful sensation at the ipg site is reportedly no longer present.